Manufacturer narrative:
Exact date unknown, event occurred over the past week from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a lot of pain and no relief with the spinal cord stimulator (scs) system. The patient was prescribed with tramadol.